Manufacturer narrative:
No product is expected to be returned related to this case. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.  Per product labeling: coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number (B)(4) compared to a neoplastin laboratory method on a stago analyzer. The reporter stated that they confirm meter results with an inr of >3.0 by laboratory testing. The meter result was 3.2 inr. The laboratory result was 2.3 inr. The laboratory test was performed within 4 hours of the meter testing. The therapeutic range is 2.5-3.5 inr. The interval of testing was not known by the reporter.